Event description:
It was reported that the compression screw hexdriver broke while advancing the compression screw during im nail procedure. The procedure was completed with an smith & nephew backup device. Delay reported less than 30 minutes.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, although, it was reported a breakage occurred during the advancement of the compression screw hexdriver; per report, the surgeon was able to complete the procedure with a smith and nephew back-up device with a reported delay of thirty-minutes. The impact to the patient beyond that which has already been reported, cannot be determined. Should any additional relevant clinical documentation is provided, this complaint would be re-assessed. A visual inspection confirmed the threads are damaged on the compression screw hexdriver, which would cause the device not to function as intended. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.